Manufacturer narrative:
An event regarding dislocation involving an unknown shell was reported. The reported event does not allege a failure with the shell. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown cup. An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was discovered via operative note that this patient had a previous revision due to dislocation.

Event description:
It was discovered via operative note that this patient had a previous revision due to dislocation.